Event description:
The manufacturer received information that a ventilator was not working properly. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module and overhead blower filter were replaced to address the issues. There was evidence of contamination.